Event description:
It was reported that during a procedure, the camera continued to rotate after the operator released the rotate control. There was no reported adverse patient involvement.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The fluoro functions board was replaced. The system was tested and found to be working as intended and placed back into service.